Event description:
Customer reported erratic device results (34, 40, and then in the 400s mg/dl). Device=160 mg/dl and customer took insulin. One hour later, device=50 mg/dl. Customer "bottomed out". Customer self treated with orange juice, jelly beans, and milk. No controls used. A request was made for return product and replacement product was sent.